Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause could not be established. However, it's likely the event occurred due to a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to damage on the charge-coupled device, image noise occurred and the image could not be seen; due to damage on the insertion pipe, the insulation resistance value does not meet the standard value; the adhesive on the distal sheath had a chip and was scratched; the video connector and case had a crack; and the protector of the video cable section had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported experiencing image noise during angulation on the endoeye flex deflectable videoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the charge-coupled device image sensor was broken. This report is to capture the reportable malfunction of the damaged charge-coupled device found at estimation.